Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected, two years within six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The normal changes in power consumption are in response to a change of therapy and sensing demands. Patient experienced anxiety as a result of this event, no medication required. This device was replaced and returned for analysis. No additional adverse patient effects were reported. Customer comments: requests a possibility to have battery details printed from the programmer as well as a shortcut on latitude to view battery details. Also requests to have an alert when high/abnormal energy drain is detected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.